Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during the replacement of the intellis ins, there was also a revision of the lead due to high impedances. The lead was replaced and during the measurement of the impedance, 4 were with high impedances. It lasted for more than 10 minutes. The surgeon changed the lead and replaced it with a medtronic lead and the same thing occurred. It was noted that moving the lead in the epidural space was tried. The wireless external neurostimulator (wens) was also changed, same results. And then connected to the previous intellis ins but the impedances were the same. The surgeon decided to change the lead and wens to boston scientific devices and the impedances were all normal. Issue was resolved. There was nothing in particular that contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd:, UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.